Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the flow readings on the electronic patient gas system (epgs) were out of specification. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow reading to be out of specification. The electronic patient gas system (epgs) was connected to a system 1 simulator and a central control monitor (ccm). Air and oxygen (o2) were attached at 50 pounds per square inch (psi), and a perfusion screen was entered. After the 15-minute warm-up period, calibration was initiated. During calibration, the air flow did not stop at five liters per minute (l/min) but kept increasing to the epgs's maximum flow. The internal flowmeter was found to be the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier's evaluation, upon power up of the device the absolute pressure reading 14.46 pounds per square inch absolute (psia) compared to actual 13.68 psia. Sensor signal values appear to cause discrepancy with a shift from factory 30347 to current 31477. This sensor shift closely corresponds to 0.78 pounds per square inch (psi) pressure shift. As found data taken and mass flow confirmed to be out of tolerance by about 5% on all points. Absolute pressure offset was changed to bring absolute pressure reading within tolerance and new as found data taken within tolerance, confirming absolute pressure readings were the cause for tolerance shift. Sensor resistance values across pins shifted from standard value (2.4k ohms to 4.9k ohms). Absolute pressure wire bonds failed the pull test. It is believed this absolute pressure sensor signal drift was caused by faulty wire bonds. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.